Event description:
It was reported that this right ventricular (rv) lead apex exhibited lead perforation. An electrocardiogram (ECG) changes were noted after the patient was transferred to the ward which suggested the possibility that this rv lead might have migrated toward the left ventricle side. This rv lead was explanted, replaced with the same model and will not be returned due to contamination. No additional adverse patient effects were reported.